Event description:
The patient came for an elective endoscopic retrograde cholangiopancreatography (ercp) with manometry. The patient had a questionable history of chronic pancreatitis and chronic abdominal pain. The pt denied significant alcohol use. The patient's pain was usually to the right upper quadrant with nausea. The pt recently had some abnormal liver function studies.the patient underwent ercp that showed a normal biliary system.there were elevated proximal and distal pressures in the biliary manometry and underwent biliary sphincterotomy. There was a 2-cm piece of 0.018 inch guidewire broken off in the distal common bile duct. There was inability to cannulate the pancreatic duct for pancreatic stent placement. The portion of 0.018 guidewire broke off in the common bile duct and could not be retrieved by the md. Post ercp, the patient was admitted per protocol. A portion of the guidewire was left in the pt common bile duct as observed on fluoroscopy. Later, the patient complained of abdominal pain and nausea. Lipase was elevated and the pt was diagnosed with postercp pancreatitis. These symptoms resolved two days after the ercp and the patient tolerated a liquid diet. The lft's also had normalized. At the time of discharge, the patient was having no pain, nausea or vomiting and was discharged in stable condition.====================== manufacturer response for guidewire, guidewire (per site reporter)======================unknown at this time.